Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot part: 02.127.165s, lot: l807468, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 09. Mar. 2018, expiry date: 01. Mar. 2028. Device was first manufactured unsterile under the lot l759874 in grenchen and sterilized afterwards. As this complaint is neither packaging nor sterilization related only the manufacturing documents of the unsterile device 02.127.165 with lot l759874 were reviewed: a manufacturing record evaluation was performed for the finished device lot number l759874, and no non-conformances were identified. During the review is was found that the screw was made out of blank 02.127.165.999 with lot h497724. Therefore a separate DHR review activity was created for the blank: manufacturing location: monument manufacturing date: 01-dec-2017, part number: 02.127.165.999, 3.5mm screw blank/65mm 3.5 val scr w/sd15, lot number: h497724. Component part(s) reviewed: part number: 11139, 316ltcri3.58, lot number: h418797, this lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: va locking screw 3.5mm l65 (par# 02.127.165s, lot# 4l32324, quantity# 1), va locking screw 3.5mm l65 (part# 02.127.165s, lot# l807468 , quantity# 1), cortex screw 3.5mm self-tapping l36mm (part# 204.836s, lot# l569534, quantity# 1), va locking screw 3.5mm l65 (part# 02.127.165s, lot# l714410, quantity# 1), cortex screw 3.5mm self-taping l34 (part# 204.834s, lot# 1l35944, quantity# 1), cortex screw 3.5mm self-taping l38 (part# 204.838s, lot# l558920, quantity# 1), va locking screw 3.5mm l60 (part# 02.127.160s, lot# l856553, quantity# 1).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the surgeon attempted to put screws into the second proximal row of holes of this plate which did not lock. The screw head moved beyond the plate to the bone. They used fixed angle guide and 3.5 va screws for this particular screw insertion. They removed both screws from the second row holes. Concomitant device reported: va locking screw 3.5mm l65 (par# 02.127.165s, lot# 4l32324, quantity# 1); va locking screw 3.5mm l65 (part# 02.127.165s, lot# l807468 , quantity# 1); cortex screw 3.5mm self-tapping l36mm (part# 204.836s, lot# l569534, quantity# 1); va locking screw 3.5mm l65 (part# 02.127.165s, lot# l714410, quantity# 1); va-locking screw 3.5mm l65 (part# 02.127.165s, lot# l807468, quantity# 1); cortex screw 3.5mm self-taping l34 (part# 204.834s, lot# 1l35944, quantity# 1); cortex screw 3.5mm self-taping l38 (part# 204.838s, lot# l558920, quantity# 1); va locking screw 3.5mm l60 (part# 02.127.160s, lot# l856553, quantity# 1); locking screw 3.5mm l65 (part# 212.125s, lot# 1l08437, quantity# 1). This report is for one (1) 3.5mm variable angle lockingscrew/slf-tpng/strdrv/65mm. This is report 2 of 3 for (B)(4).